Event description:
It was reported that during the implant procedure the sheath could not be peeled off of the lead and the lead body got ¿caught in¿ the sheath resulting in lead damage. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary # product ID# 383069. The full lead was returned, analyzed and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching /overstress, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).